Event description:
A cusa excel 8; a hosp staff member received an electrical shock when the power cable was inserted into a power point. The staff member inserted the power cable into a gpo in a boom prior to setting up the system. It is unclear whether the gpo was switched on at the time of the insertion, but it was thought that it must have been if a shock occurred. The theatre in which the event occurred has been known to have temp and humidity increases. This has the potential for an increase of condensation on surfaces. Cleaning agents are also used on the booms which may leave residual fluid. The rcd tripped as expected and the gpo was inspected the following morning. No evidence of damage was noted at the outlet. Visual inspection of the cable was conducted as per (b(B)(4) health's maintenance policies and procedures. No damage was noted to the outer sheath of insulation, no "nae" wires were exposed. The "ane" wires were appropriately terminated and no signs of charring was noted. The staff member is fine and there was no need for medical intervention. The console has been quarantined by the biomedical engineer at the hosp. Subsequent to the event, the hosp informed us that they changed the power cable after the staff member received the shock. The biomedical engineer informed the integra lifesciences (ils) rep that the outer insulation, but not the inner insulation of the power cable was fractured at the plug and near the point of entry into the console.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.